Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, mildly calcified, 80% stenosed mid common iliac artery. A 10.0 x 40 mm absolute pro stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion and the stent implant was implanted distal to a prior implanted omnilink elite stent with no issues noted. During removal of the sds catheter from the anatomy resistance was encountered with the distal end of the stent implant and additional force was needed to get the sds catheter out of the stent implant. During the removal attempts the stent implant moved back and forth within the vessel lumen and a dissection occurred at the distal end of the stent implant. Once the sds catheter was removed from the stent implant, it was removed from the anatomy by itself with no additional issues noted. Another absolute pro stent implant was successfully used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The resistance was not confirmed as it was based on case circumstances. The reported patient effect of dissection is listed in the absolute pro instructions for use as a known adverse event that may be associated with the use of the device. The investigation determined that the cause for the reported difficulties and subsequent patient effects were likely due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.